Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received one vial of poly-l-lactic acid therapy on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2009 as a filler. Relevant medical history includes botulinum toxin type a (botox) therapy, and breast cancer 12 years ago treated with tamoxifen. Concomitant medications were not taken. On an unknown date, the patient believed her cheeks had gone hollow. It is unknown if any corrective treatment was provided. The event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.